Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no problem has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not rewinding at all. She did hear the motor start to engage and then nothing happens. The caller did not get any alarms. Then the customer dropped the device and when she picked up it was rewinding. The customer stated that her blood glucose reading was 349 mg/dl when she woke up. Further troubleshooting was declined. No additional information was provided.